Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after one (1) month, twenty (21) days due to a pseudoaneurysm ascending aorta and prosthetic valve endocarditis. As reported, the patient developed a postoperative wound infection and a CT scan revealed chest wall infection with evidence of a pseudoaneurysm ascending aorta. The patient had mild paravalvular aortic insufficiency suggestive of prosthetic valve endocarditis. Upon examination, no obvious vegetation was observed on the aortic valve; however, there was fibrinous material consistent with possible prosthetic valve endocarditis. The valve was excised and replaced with a 19mm pericardial bioprosthesis. Thrombus was removed from the pseudoaneurysm and it was repaired with a patch. Tee at the end of the procedure revealed good prosthetic valve function. The patient was transferred to the cardiac surgical unit in stable condition after having tolerated the procedure well. She was later discharged on pod #7.

Manufacturer narrative:
Although there have been attempts to receive further information, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. In this case, the cause for endocarditis was attributable to a sternal wound infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. (B)(4).